Event description:
The report from the database indicated that 200 days after the index procedure, the pt died a non-cardiac death. An autopsy was not done and the primary/secondary cause of death was not reported. The event was reported to be unrelated to the device or procedure. The cause of the mace event was reported to be: other cause. The indication for the index procedure was unstable angina class 2b. The pt was report to have three (3) vessel coronary disease. Lesion #1-1: the target lesion was reported to be the proximal circumflex. The target vessel was reported to be: navtive coronary, 2.5 mm in diameter, with moderate tortuosity of the proximal segment. The target leison was reported to be: de novo, 8 mm in length, not ostial, not a bifurcation lesion, smooth, a 90% stenosis, eccentric, absent of thrombus, with little or no calcium, and type b2. An "other" 2.5/12 mm stent was deployed at 14 atm with a satisfying result.